Event description:
In was reported that, "hospital staff opened individual pack of bone cement and ampoule was found to be broken and no liquid was present."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.